Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014.

Event description:
Additional information received reported that the previously reported event description actually pertains to another patient. This report will correct the necessary patient and device details to accurately reflect this new information. Further follow-up is being conducted to confirm that the previously reported event information is accurate and correct for the new patient and if additional follow up such as details, interventions, and an outcome can be obtained. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received confirmed that the new patient information submitted in the previous supplemental manufacturer's report was correct. Additional information also clarified that site of the wound infection was at the lead incision site and that the patient was given oral antibiotics. There was a culture of the lumbar but the type of organism that grew was not specified and was unknown. At the next follow up appointment, the infection had not healed so the patient was to perform wet to dry dressing changes and to take another course of oral antibiotics. Per the physician on jan 12, 2015, it was last reported that the patient was doing much better and the infection had cleared. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was seen in the physician¿s office around (B)(6) 2014 for recharging training for their implantable neurostimulator (ins). It was noted that the patient was seen prior to this appointment by their physician and was prescribed/given antibiotics for a possible wound infection. It was unknown if any cultures were taken. The patient was seen again in the doctor¿s office on (B)(6) 2014 for additional teaching and reprogramming. The patient contacted the manufacturer¿s representative the following day and reported that they were doing wet to dry dressing changes on the spinal incision site due to it not healing appropriately. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).